Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I received a phone call from the clinician late last week asking me to come to (B)(6) to join him in on hai pump implant. The case was today but it was actually a pump/catheter revision. Apparently the refill doctor brought the patient back after two weeks and the pump still had 25 to 26ml's still in the chamber. They tried to flush the catheter with a special bolus needle with no success so they scheduled the case for today. Today the clinician explanted the pump and clamped the distal catheter. While the pump was on the may stand I asked him to try to "flush" the pump with the special bolus need to see if anything was clogging the pump and the short amount of catheter left connected to the pump. After connecting the special bolus needle to a syringe full of hep flush and accessing the pump he had a difficult time pushing the plunger of the syringe so he tried harder. A substance started to come out of the catheter so he pushed even harder. A long strand of something (I cannot figure out what it was) came out of the catheter. After this substance was pushed through the catheter the bolus path was cleared and the saline he was injecting whet through the pump and catheter with no disruption. The pump that was explanted today was originally implanted on (B)(6) 2015 and the serial number is (B)(4). This pump and the substance that came out of it is in the hands of the nurse below. Can you please send her a container and box to send the pump and substance to codman for evaluation?